Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The reported system error 322 was reproduced and confirmed through eval. Physical inspection found that the upper and lower latch switch bracket screws were loose allowing the upper and lower latch switches to move in and out from the upper and lower door latches. The loose screws will trigger an intermittent open/closed switch connection causing the reported symptom. The upper auxiliary assembly and lower auxiliary assembly were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/ set loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.